Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: the black box showed an unexplained pump reboot on (B)(6) 2015 21:00; deliveries resumed at (B)(6) 2015 08:38. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours and evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 47 mg/dl with blurred vision and unsteadiness when standing and walking associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and was treated at an urgent care center with glucose tablets/gel. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.